Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station 4n1 spontaneously rebooted, often occurring in the middle of transaction activity. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the station had rebooted automatically in the middle of activity. The field service engineer (fse) replaced the faulty power supply with an onsite spare to resolve the issue. The system functioned after the field service engineer repaired the device.